Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-06077 it was reported that both of the patient's leads migrated. As a result the patient lost effective therapy. Surgical intervention was undertaken to replace the leads. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.